Event description:
In 2006 a gore excluder aaa endoprosthesis was implanted to repair in infrarenal aortic aneurysm. Two months later, a computed tomography scan revealed an occlusion of the gore excluder aaa endoprosthesis contralateral leg component. The physician performed a successful thrombectomy. The pt tolerated the procedure.